Event description:
American medical devices elevate transvaginal mesh was implanted in me in (B)(6) 2010 by a urogynecologist in (B)(6) during a hysterectomy for uterine prolapse. Prior to the surgery, I did not have pain with sex or sitting. I also did not have incontinence. Ever since the surgery, I have had pain whenever my husband and I have attempted sex. This has been intense pain. The surgeon suggested physical therapy and for several months a physical therapist manually massaged the scar tissue, but this did not help with the pain. I have also had more urgency with both urinating and passing stool to the point I have little time to get to the bathroom . I did not have this problem before. At the same time, I have more problems with voiding my urine and have to spend more time on the toilet or there will be leakage. Starting (B)(6) 2012, I have had pain just about all the time but especially associated with sitting. I am also showing signs of tiredness and swollen glands which may be from toxicity.